Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to power on, charge its internal battery and a "service required" alarm condition was observed. The device's internal battery and power supply were replaced to address the issues.